Event description:
In (B)(6) 2025, a patient underwent port placement procedure. Approximately three days post port placement, the huber needle plug and infusion line had come off and during that time, blood backflowed. It was further reported that the infusion line was allegedly unable to flush. Reportedly, obstruction was found and removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In (B)(6) 2025, a patient underwent port placement procedure. Approximately three days post port placement, the huber needle plug and infusion line had come off and during that time, blood backflowed. It was further reported that the infusion line was allegedly unable to flush. Reportedly, obstruction was found and removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one titanium low-profile implantable port attached to a groshong catheter was return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. The cath-lock was not fully seated against the port body. Tool damage was noted on the cath-lock and catheter. Non-coring needle was inserted into the port septum and infusion, and aspiration were attempted was successful in second attempt after the guidewire was entered in port stem, thrombus was noted. The port was patent to both infusion and aspiration without issue. Therefore, the investigation is inconclusive for reported difficult to flush, flow issue, reflux, expulsion and suction issue as infusion set and huber needle was not returned and on returned port no anomalies were noted and as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.